Event description:
According to the reporter, the device would not operate on battery. Unit works fine when ac is plugged at start up, not if unit is unplugged from ac and then boot up. Screen flashes and device shuts down. There was no pt associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Further evaluation of the replaced power supply assembly determined that root cause for the reported incident was a leaky filter, designator fl4.